Event description:
One reported false positive result for flu b for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated nine additional events which are captured in separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email and phone.